Manufacturer narrative:
Analysis of the implantable neurostimulator found that the implantable neurostimulator is permanently damaged due to an overdischarge. There was reduced battery capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who was implanted with a neurostimulator for other - non-malignant pain. On 2013-jul- 29, it was reported that there was a communication problem and an ins (implantable neurostimulator) overdischarge was suspected. Patient compliance was primary reason for overdischarge. The last successful recharging session was 2 to 6 months prior to the report. It was stated that "it had been a couple months but the patient wasn't best historian." Physician mode recharge (pmr) had been done a week prior to the report. It was reported that the patient had seen the charging screen and it had been stated the ins was 3/4 full. When the patient was seen by a manufacturer representative, three days prior to the report, the ins could not be interrogated. It was stated the representative had the patient restart again and they were to meet up later on the day of but the patient was at another appointment. The representative would be speaking with the patient on the day of the initial report. Additional information was received from a health care provider regarding the patient on 2018-may-16. It was reported that the implantable neurostimulator was explanted on (B)(6) 2018 due to normal battery depletion and was returned for archive/storage. There was no patient death or injury. There were no patient symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.